Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failures, malfunctions or increased intraperitoneal volume events that could have caused or contributed to the reported problem. Internal and external visual inspections were performed and no problems were revealed. There was no evidence of fluid moisture found within the device. The device passed electrical testing and failed functional testing due an alarm. A duplication therapy was performed where accuracy and temperature were verified. A short simulated therapy was performed and completed successfully. Analysis of the device found no failure or malfunction that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. On an unknown date the patient¿s peritoneal dialysis (pd) therapy was discontinued due to a ¿cathether malfunction¿ (non-baxter product). Three days prior to death, apd therapy was restarted at home. Subsequently the patient passed away at home from an unknown cause. It was reported that therapy was ongoing until the time of death, however, the patient was not connected to the homechoice at the time of death. A death notification is not available. No additional information is available at this time.